Event description:
Philips received a complaint from customer reporting a continuous red alarm that could not be silenced on the v60 ventilator. The device was reported as being in clinical use. There was no report of harm. The investigation is ongoing.

Manufacturer narrative:
A philips authorized service provider (asp) confirmed the alarm light occurred after the device was turned on and could not be turned off. There were no diagnostic codes confirmed and the device event log was not provided by the customer. The customer elected to use a third-party vendor for repair. Repair details were not provided by the customer. The device reportedly was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.